Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of clip failed to release from catheter. The device was not returned; therefore, a technical analysis could not be performed. Given the event description, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip had to be pulled off from the tissue. Reportedly, there was some bleeding and additional clips were used to stop the bleeding. Another resolution clip device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.